Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was thsaturated sieve beds. Additional malfunctions were leaking at the tie wraps, leaking at the tubing, leaking at the hose clamps, and the heat exchanger leaking.